Manufacturer narrative:
Globus medical evaluation: part was evaluated and functions fine. Set screw does not appear to have been tightened. We will monitor feedback over the next few months.

Event description:
Xpand-r corpectomy spacer, small, 13 x 15, 3.5/3.5 degrees, 38-46mm. Dr. Believes the xpand spacer contracted post op. He is scheduled to do a revision surgery.